Manufacturer narrative:
Evaluation in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated architect ca19-9xr result of 231.2 u/ml on a patient with a liver cyst on (B)(6) 2012. The patient was retested with an architect ca19-9xr of 7.1 u/ml on (B)(6) 2012. Previous historical ca19-9xr patient testing was 17.0 u/ml on (B)(6) 2012, 22.7 u/ml on (B)(6) 2012, and 12.6 u/ml on (B)(6) 2012. No specific patient information was provided. No impact to patient management was reported.

Event description:
The account generated a falsely elevated architect ca19-9xr result of 312.2 u/ml on a patient with a liver cyst on (B)(6) 2012.

Manufacturer narrative:
Updated the falsely elevated architect ca19-9xr result from 231.2 u/ml as stated on the initial report to the correct value of 312.2 u/ml. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. Accuracy testing was completed on likely cause lot 14780m500 and testing met acceptance criteria. In conclusion, this issue is limited to a single patient sample, and the customer did not complete any troubleshooting of the sample. In addition information provided by the customer indicates the patient has a clinical history of diseases which can cause elevated results as listed in the product labeling. Accuracy testing of internal panels using the likely cause lot demonstrates that the likely cause lot can detect known concentrations of ca 19-9. The investigation results show that there is no product deficiency or malfunction.